Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d9. Device available for evaluation?, h 3. Device evaluated by manufacturer? Additional information: d 4. Expiration date, d9. Date device returned to manufacturer, d9. Is device returned to manufacturer?, h 4. Device manufacture date, h6. Component code, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions investigation summary: the product was returned to ethicon for evaluation. One empty open foil and one labeled winding former with a needle-suture combination were returned for analysis. Product code pdp593g. Upon visual inspection of the returned sample, the closure of the channel area were not as expected, since the swage area has an overly compressed swaged area (sharp edge condition or a wing-like projection).besides that, the insertion of the suture is not totally confined inside of the channel of the needle; resulting in a protrusion defect. This product code pdp593g contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Based on the information currently available, the fin defect and the protrusion were identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d4, g1, g4. Corrected data: g1, d4 lot updated / MFR site. The following additional information was received: qty of product involved of pdp593g: 9. 10. -lot number of pdp593g: unk. 106utu.

Manufacturer narrative:
Product complaint # (B)(4) d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the name of the procedure? Unk what was the procedure date? Unk what is the lot number? Unk when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify unk did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? Unk additional information was requested, and the following was obtained: what was used to complete the procedure? =>another replacement product. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and absorbable hemostat was used. During surgery, the suture was detached easily from the needle. It was not a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.